Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera device had intermittent fogging, occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of intermittent fogging was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction of the device: the most probable cause of this complaint is no problem detected as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.